Manufacturer narrative:
(B)(4). A visual evaluation found that the guide catheter was detached from pull wire. The detached guide catheter was kinked in several locations. Push catheter and pull wire cannula were found to be kinked. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend or coil leading to kinks and bends in catheters and pull wire, which can cause difficulty deploying the stent. Forcible efforts to deploy the stent could cause detachment of the guide catheter. Therefore the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic biliary drainage (ebd) procedure in the intrahepatic bile duct performed on an unspecified date. According to the complainant, during the procedure, resistance was encountered when they attempted to deploy the stent. Additional force was then applied when pulling the inner catheter causing it to stretch and detach. The detached inner catheter remained within the stent inside the patient but was removed with the use of forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
Reported event of guide catheter broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic biliary drainage (ebd) procedure in the intrahepatic bile duct performed on an unspecified date. According to the complainant, during the procedure, resistance was encountered when they attempted to deploy the stent. Additional force was then applied when pulling the inner catheter causing it to stretch and detach. The detached inner catheter remained within the stent inside the patient but was removed with the use of forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."